Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the surgeon was unable to fire monopolar energy. Per intuitive clinical sales rep (csr), the site swap instruments, instrument cords, power cycled the generator, confirmed the grounding pad icon was green, and even tried removing the power cord at the back of the erbe to reset. Intuitive technical support engineer (tse) suggested to power cycle the generator one more time but the csr stated that there is a patient in the room and needs to be quick. Tse viewed system logs and confirmed multiple c-34 errors. The erbe was swapped with another erbe from different tower. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the delay was 15-20 minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting unable to fire monopolar energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse replaced erbe to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow/up MDR will be submitted with analysis findings.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The erbe generator was returned for failure analysis. The erbe generator was placed on an in-house system and was run in normal mode. The reported failure of error c-34 and firing issues was confirmed and reproduced. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.